Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged bowel perforation is related to v.a.c.ulta therapy. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On aug 29 2016, the following information was reported to kci by the clinician: the patient is (B)(6) with a perforated bowel who has undergone removal of "lots" of tissue. Abthera open abdomen negative pressure unit was used prior until an alloderm graft was placed over the bowel with v.a.c. Ulta therapy at 75mmhg and mepitel as a contact layer. On the second dressing change, a "green spot under the alloderm" was observed and allegedly within 24 hours post second dressing change, "another" bowel perforation occurred located where the t.r.a.c. Pad was placed. It was reported that the physician was concerned that the t.r.a.c. Pad caused the patient's bowel perforation. They are currently bridging the t.r.a.c. Pad away from the wound. On sep 14 2016, the following information was provided to kci: on (B)(6) 2016, the patient went to surgery in the morning to have v.a.c.ulta therapy placed with alloderm application to the patient's abdomen. On (B)(6) 2016, the patient's v.a.c. Dressing was removed, and a small green tinted dot was observed on the alloderm. The v.a.c. Dressing was re-applied with a contact layer over the alloderm. Later that afternoon on (B)(6) 2016, green bile was allegedly observed in the v.a.c. Tubing. V.a.c. Ulta therapy was suspended, and the patient was taken to surgery later that evening to surgically "fix perforation of bowel and reattach alloderm." V.a.c. Therapy was re-initiated with a mepitel contact layer underneath. The t.r.a.c. Pad was moved to a more superior location above the abdomen. The clinician is uncertain if kci device caused or contributed to the event. The physician stated there was a 2mm hole in the bowel just below where the wound v.a.c. Ulta therapy suction was placed above the alloderm. A device evaluation of the v.a.c. Ulta therapy unit is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged bowel perforation is related to v.a.c. Ulta therapy.

Event description:
On aug 05 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On aug 13 2016, the device was placed with the patient. On sep 13 2016, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.